Event description:
It was reported that during implant, the lead was unable to get a satisfactory threshold, there was phrenic nerve stimulation, and no capture. The physician tried changing analyzer cables and pacing ports with no success. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.